Manufacturer narrative:
Investigation is underway.

Event description:
As reported from edwards lifesciences field clinical specialist, approximately 1 year post implantation of a 23mm sapien 3 ultra resilia valve in the aortic position, severe aortic insufficiency was observed. The echo attending said it looks like part of a leaflet appears stuck in the open position. No calcification. She is currently being evaluated to discuss the best plan for the patient. CT showed spiculated nodule at right pulmonary apex measuring up to 2.4 cm concerning for primary lung malignancya evaluated by dr. Lamp-likely stage 1 lung cancer, no mets-per pulmonology and thoracic surgery patient needs aortic stenosis treated prior to resection sts 5 ref: dr. (B)(6).

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The reported events were unable to be confirmed due to unavailability of medical records and imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. The reports for improper leaflet coaptation and central regurgitation were unable to be confirmed due to unavailability of medical records and imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Regarding the improper leaflet coaptation: as noted, the patient had vast comorbidities (e.g. Hyperlipidemia, mild chronic kidney disease, lung cancer, etc.), which are risk factors for early bioprosthetic valve degeneration, resulting in improper leaflet coaptation. As such, available information suggests patient factors (pre-existing comorbidities) may have contributed the complaint event. Regarding the central regurgitation: per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. In this case, the implanted valve appeared improper leaflets coaptation, which could lead to abnormal coaptation resulting in central regurgitation. As such, available information suggests patient factors (improper leaflets coaptation) may have contributed the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information. Section b5, h6 clinical code has been updated.

Event description:
Approximately 1 year and 5 months post implantation of a 23mm sapien 3 ultra resilia valve in the aortic position, a valve in valve was performed with a 20mm ultra resilia valve due to severe central regurgitation and leaflet coaptation. Patient presenting with heart failure/decreased ef.